Event description:
A 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed in a patient during pci performed for the thrombotic lesion at #4av and lcx#13. During the same procedure, another endeavor rx drug-eluting coronary stent was deployed at lesion site. (MFR report # 2953200-2009-01097). The procedure was completed without any issues. However, 5 days post procedure, the patient presented with symptoms and cag confirmed 100% occlusion of # 4av and lcx #13. Additional pci was performed for treatment. Thrombus was aspirated and poba was performed; then one other endeavor rx stent was newly deployed at proximal side of #13. Panaldine was prescribed in addition to asa and plavix (3 anti-platelet medication). It was reported that the physician suspected the patient was resistant to anti-platelet medication. The patient is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
Evaluation results - stent thrombosis. Secondary intervention: thrombus aspiration, poba, new endeavor rx stent deployed at proximal slide of lcx # 13, 3 anti-platelet medication.